Event description:
The customer contact reported a tubing separation. Prior to use while priming the tubing set with a glucose solution, the tubing separated from the male adapter. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.